Event description:
During the post-operative device check, the right ventricular lead was noted to exhibit intermittent capture and low impedance. A chest x-ray revealed migration of the pacemaker from the pocket, which resulted in removal of lead slack from both the right atrial and right ventricular leads, leading to dislodgement of the right ventricular lead. The treating physician stated that the lead dislodgement was believed to be due to movement of the pacemaker. The pacemaker and right atrial lead remained implanted, while the right ventricular lead was explanted and replaced. The patient remained in stable condition throughout the procedure.